Event description:
A copy of the medwatch report from FDA was received, which states ¿alaris pump infused heparin at a faster rate than the pump was programmed to infuse it. Resulted in supratherapeutic pt/inr/ptt." There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an si - over infusion (heparin) was not determined because no products or device logs were returned.